Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited under-sensing and pacing impedance issue. No changes or intervention were reported. The patient condition was not known.